Event description:
It was reported that the programmer exhibited an odor of burning plastic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed the complaint. The cause was unknown.